Event description:
As reported, approximately 3 yrs postop the initial right tka, the poly showed significant poly wear and the (B)(6) male patient was revised the patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of axial rotation mismatch of the femoral component relative to the tibial insert and third body wear, which led to severe wear of the polyethylene. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.